Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: bd did receive 3 photographs from the customer in support of this complaint. Attached photographs show low draw volume level in the tubes. 20 retained samples were draw-tested with deionized water. From this testing it was determined that all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs attached, however retained samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing 20 occurrences of underfill. The following has been provided by the initial reporter: during using the tube, it found that the tube had low draw.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/5/2021. H.6. Investigation: bd did receive 3 photographs from the customer in support of this complaint. The photos were evaluated and show low draw volume level in the tubes. Separately, 3 customer samples were returned and functionally tested and the customer's indicated failure mode of underfill was not observed. Additionally, 20 retained samples were draw-tested and the customer's indicated failure mode of underfill was not observed as all 20 tubes drew within specification. Bd was able to confirm customers indicated failure mode based on the photographs attached, however retained and returned samples were satisfactory. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m plus blood collection tube has been found experiencing 20 occurrences of underfill. The following has been provided by the initial reporter: during using the tube, it found that the tube had low draw.